Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Caller alleging fn tni - triage meter vs. Beckman access. On (B)(6) 2015 a (B)(6) male presented with "I can't breathe". Patient has a cardiac history and use of defibrillator. St elevation. Patient diagnosed with pulmonary embolism. (B)(6). Customer stated that there is a possible issue with the beckman. No adverse events related to the triage result. No additional information provided.

Manufacturer narrative:
Investigation conclusion update: customers complaint was replicated with returned samples. Returned samples yielded tni <0.05ng/ml on lot w59737. Patient was not diagnosed with a cardiac event. Clinical outcome is consistent with triage result. After investigation, no discrepant tni results were observed with in-house testing of retain lot w59737rb. The customer's complaint was not replicated. The product performed as expected. Customer did not return any sample; unable to rule out sample specific interference as a potential cause of the complaint. Batch records for lot w59737rb were reviewed and found no relevant ncs and/or tifs. This product passed all specifications for final lot release. Customer did not run samples side by side on both analyzers, which may cause discrepant results between the analyzers. As of 8/3/15, there have been only 2 discrepant complaints for cardiac lot w59737rb. No product deficiency was established.